Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the exposed tip of the device melted and it burned the patient. This event caused a temporary injury to the patient.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. No product was shown in the picture, it could not determine if the product met specification. The picture showed the label on the package lid stock. No picture of the electrode was attached to the file. The reported condition was not confirmed. The investigation found no picture of the electrode was attached to the file. The investigation could not determine the root cause of the customer's report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracotomy, the exposed tip of the device melted and as the incision was retracted, a second degree burn came from an arc on the hand piece at patient's flank are, the device was not resting on skin. Medication of bacitracin was applied after the procedure was over.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.